Event description:
The event occurred in USA during treatment. It was reported that the pressure readings were out of range. P-art of 167 and p-int of 122. The customer suspected an error was made during the zeroing of the pressure sensors while priming. The customer used a different hls cable which did not resolve the issue. The hls set was not replaced. No harm to any person has been reported. As there were pressure reading issues during treatment, which can lead to a pump stop, if the intervention was set by the user, a report is required. (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that the pressure readings were out of range. P-art of 167 and p-int of 122. The customer suspected an error was made during the zeroing of the pressure sensors while priming. The customer used a different hls cable which did not resolve the issue. The hls set was not replaced. No harm to any person has been reported. New information was received on 2025-09-17 that the customer will not provide any patient data. As there were pressure reading issues during treatment, which can lead to a pump stop, if the intervention was set by the user, a report is required. The affected product is not available for investigation, as it was discarded by the customer. However, the customer confirmed that most probable an error was mode in the priming procedure while zeroing the pressure readings. As the hls cable replacement did not solved the issue, the cardiohelp device was excluded as a possible cause. Additionally, a medical consultation was performed by getinge medical affairs on 2025-10-13 with following conclusion: "the described situation of negative delta p may be possible due to false zeroing during priming. The exact root cause remains unclear. The situation may have been solved by zeroing with filled set. Therefore the arterial and venous line must be clamped and the set must then be opened to atmosphere. Then the pressure must be zeroed, the set be closed and the tubes unclamped. The IFU of the cardiohelp states the following regarding zero calibration of the integrated pressure sensors: carry out the calibration for each pressure parameter of the integrated sensors. The system must be free of liquids for calibrating the sensors. For this reason carry out the calibration before priming. Further chapter 5.5.2 warns for flow off-set calibration of the flow/bubble sensor during application. The same is applicable for zeroing the pressures during procedure. The benefit of correct pressure measurement has to me weighed against the risk of interrupting the patient support. If this is done before application to the patient, there is no risk for the patient, if the zeroing must be done during procedure the risk may include ischemia or low blood pressure. " according to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2025-10-13. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "pressure reading issue" could be confirmed, but was most likely not related to a product malfunction. This complaint was found in the database of customer complaints for the hls set as a single event (timeframe from 2024-08-20 till 2025-08-20). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4)